Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-aug-2018 with the following findings: a review of the black box showed an unexplained power loss followed by slave communication alarms. During investigation, the pump powered up with auditory and vibratory alarms to a blank display. The pump cover was removed to find moisture corrosion on the printed circuit board, keypad, display, and watchdog components. The required power test steps were unable to be completed due to the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.